Event description:
It was reported that a revison surgery was performed for a patient whose devices had been implanted for 12 years. Exact reason for revison and date of implantation were not reported.